Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient thought they had a panic attack, and the doctor checked the device and indicated that there was an abnormal reading. The daughter also stated that the patient complains about the device sticking out of their skin, and thought something was wrong with the pacemaker. No additional information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.